Event description:
It was reported that the water trap (air filter) that is connected between the ventilator and the air compressor was broken. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Field service engineer (fse) conducted an on-site inspection and found the diss air filter was leaking due to the one way valve inside the water trap was broken. Once the filter had been replaced the system passed pre-use check and the ventilator was then cleared for clinical use. No parts were returned for investigation. A leakage in the water trap (air filter) on the inspiratory side of the ventilator will lead to insufficient supply of gas to the ventilator, which will cause the ventilator to generate several visible and audible alarms regarding leakage in the system, and low gas supply pressure. The root cause for the broken one way valve inside the water trap has not been determined.

Event description:
(B)(4).